Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient developed a burn in the right axilla 14 days post miradry treatment. No redness, pus, or tenderness in or around the affected area. Bacitracin (topical antibiotic ointment) was prescribed. At 47 days post-treatment, the burn resolved.